Manufacturer narrative:
This supplemental report is being submitted to correct the date of the event (see section b3), provide additional event information (see section b5), correct the brand name of the device (see section d1), update the device available for evaluation (see section d10), provide additional initial reporter information (see section e1,e2,e3), update the manufacturer's contact information (see section g1), provide additional report source (see section g3), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that following a stress echo exercise acquisition, it was noted that the p- wave became larger than the r-wave, triggering false r waves. At times, the user had changed the lead before the exam, but when at baseline, the p wave is bigger than the r wave. The problem arises during the course of the test as the p wave grows larger. The lead cannot be changed in the middle of the exam. It was also reported that the user has concerns that not all post stress images are not being captured. Reportedly, when the clip button is pressed or when the view is changed immediately, the images are not acquired. The system takes a bit to engage and acquire four clips. There was a loss of data reported described as dropped beats and loss of the systolic portion of the heartbeat; however, the study was completed with the same system but was not repeated .there was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental #2 report is being submitted. It was reported that following two problems a stress echo exercise acquisition, it was noted that 1) the pwave became larger than the r-wave, triggering false r waves and 2) stress images are not being capture. The root cause was using front signal ECG port to stress treadmill system. The interim solution is using the aux signal port to stress treadmill system. The the instruction was given to the field technician.

Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Alleged image storage issues with the device. The investigation is in process.